Event description:
It was reported that the external pulse generator's atrial detection did not work. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was noted that the device was received in good cosmetic and mechanical condition however it did fail its incoming testing on the automated test console because several lines were missing in its lower display. Due to a lack of replacement parts the device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.